Manufacturer narrative:
The date of the event is unknown; however, the article provided the following date range on page 2: ''from april 2015 until july 2022''. Therefore, 04/01/2015 used as the occurrence date. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Through review of a medical article ''large field-of-view intravascular ultrasound for mitral and tricuspid valve-in-valve guidance: a pilot study'', by corresponding author lukasz kalinczuk. The following event was identified as pertaining to an edwards device: one patient with a sapien 3 valve implanted showed an extensive bleeding associated with vascular access requiring surgical intervention. A total of 16 patients were treated in national institute of cardiology between 2015 and 2025 and the present study aimed to compare the periprocedural intravalvular ultrasound (ivus) assessment of sapien 3 thv expansion deployed during vale-in-valve transcatheter replacement versus the postprocedural multi-slice computed tomography (msct) for assessing the correlation between thv dimensions and predischarge transvalvular gradients.